Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found a curve in the lead near the terminal end at approximately 60-120 mm from the terminal pin. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a lead revision procedure, the dislodged lead was explanted without issue. This new lead was then attempted to be implanted. However, when the lead was placed in the ventricle the patient went into ventricular tachycardia (vt). The lead was removed from the patient but the vt continued and an external shock was delivered. The external shock induced ventricular fibrillation (vf) and the patient required three additional external shocks to convert the arrhythmia. The patient was fine after this code. The physician elected to explant the entire system as there were concerns about contamination of the removed lead and device during the code. The physician planned to implant a subcutaneous implantable cardioverter defibrillator (s-ICD) system after the patient was more recovered. The attempted lead exhibited damage after the procedure, so it was returned for laboratory analysis. No additional adverse patient effects were reported.